Manufacturer narrative:
The benefit-risk relationship of the product is not affected by this report.

Event description:
Pseudogout [chondrocalcinosis pyrophosphate]. Synovitis [synovitis]. Mild inflammation in the knee [arthritis]. Knee effusion [joint effusion]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding a (B)(6) female pt, initials (B)(6), with osteoarthritis. The pt's medical history was significant for l4 spondylolisthesis (04/26/2011), gonarthrosis of the left knee ((B)(6) 2011), operation due to synovitis of the left knee and meniscus injury ((B)(6) 2011). She was hospitalized from (B)(6) 2011. She had hyperlipidemia ((B)(6) 2011) and gonarthrosis of the right knee ((B)(6) 2011). On (B)(6) 2011, the pt initiated treatment with synvisc (hylan g-f) at 2 ml in left knee. On (B)(6) 2011, second and third dose of synvisc were administered. The synvisc lot number was not provided. On (B)(6) 2011, the pt experienced synovitis. On (B)(6) 2011, 55ml of slightly cloudy fluid was obtained by arthrocentesis. Pseudo gout was suspected and polarizing microscopy was performed. Infection was not identified, but the sample was submitted for culture. Treatment medications included etodolac (etodolac) and troxipide (troxipide). The action taken with synvisc was not provided. The pt's outcome for the event of synovitis was not yet recovered and for the event of knee effusion was not provided. Concomitant medications were not provided. The intensity for both the events was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis as probably related. The relationship between synvisc and the event of knee effusion was not provided by the reporting physician. Add'l info was received on (B)(6) 2011 which made the case serious. Indication for synvisc included osteoarthritis and knee pain. The pt's medical history also included mild and kellgren and lawrence grade I primary gonarthrosis developed in left knee bursa with pain, fluid retention and joint narrowing (2007). The pt was treated with other hyaluronate sodium. On (B)(6) 2011, the first synvisc injection was administered into the bursa suprapatellar pouch of left knee under sterile technique after sterilizing with iodine. She had no fluid retention in the knee prior to the injection. She also had the site sterilized with alcohol 10 seconds after the injection. On (B)(6) 2011, the pt had the second synvisc injection at the same site, following the same technique. She had fluid retention in the knee prior to the injection. On (B)(6) 2011, the pt had the third injection in left knee. Injection rate was normal. The drug was not diluted or mixed with any other materials. She had no complications which may easily induce infection, sign of infection, fluid retention or skin injection in or around the knee prior to the injection. However, she had mild inflammation in the knee. Compared to the second injection, she had no fluid retention which indicated the effect of the drug. On (B)(6) 2011, the pt experienced pain, hot feeling in the knee, swelling and synovitis. On (B)(6) 2011, the pt revisited the institute. Treatment medication included triamcinolone (triamcinolone acetonide). No action was taken with synvisc. On (B)(6) 2011, the pt's outcome for the events of synovitis, inflammation in the knee and knee effusion was recovered without sequelae. The pt's outcome for the event of pseudo gout was not provided. Concomitant medication included celecoxib (celecoxib) which was administered before the injection. Intensity for all the events was not provided. The reporting physician assessed the relationship between synvisc and the events of synovitis and inflammation in the knee as definitely related. The relationship between synvisc and the event of pseudogout and knee effusion was not provided by the reporting physician.